Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check and upon start-up, the ventilator generated a technical error code. The ventilator was investigated by our field service engineer on site and the control printed circuit board (pcb) was determined defective and replaced which solved the issue. No log files have been provided and the control (pcb) has not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).